Event description:
It was reported that pacing was not being captured on this right atrial lead. Troubleshooting methods such as posture changes, device reprograming to bi polar and unipolar pacing still not change the pacing measurements. A CT scan was performed which confirmed pericardial fluid. Surgical intervention was performed to remove this lead. Helix retraction issues presented which made the lead difficult to remove. Eventually the lead was removed successfully, and a new lead was implanted. No further adverse patient effects were reported. This lead has since been returned for analysis and the investigation results are as enclosed.

Manufacturer narrative:
This complete right atrial lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the neck region (tip). Subsequent testing did not identify any electrical abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was able to confirm through x-ray imaging a fractured cathode inner coil near the terminal end. This is suspected to have occurred during the refixation operation. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Manufacturer narrative:
This complete right atrial lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the neck region (tip). Subsequent testing did not identify any electrical abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was able to confirm through x-ray imaging a fractured cathode inner coil near the terminal end. This is suspected to have occurred during the refixation operation. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that pacing was not being captured on this right atrial lead. Troubleshooting methods such as posture changes, device reprograming to bi polar and unipolar pacing still not change the pacing measurements. A CT scan was performed which confirmed pericardial fluid. Surgical intervention was performed to remove this lead. Helix retraction issues presented which made the lead difficult to remove. Eventually the lead was removed successfully, and a new lead was implanted. No further adverse patient effects were reported. This lead has since been returned for analysis and the investigation results are as enclosed.